Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).